Event description:
It was reported that multiple ongoing occlusion alarms occurred. There was no impact to the customer's blood glucose level. Prior to the report with tandem technical support, the customer changed the cartridge and infusion set multiple times to address the occlusions, therefore, no troubleshooting could be performed to determine a root cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.